Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the insulin pump was not delivering insulin and it alarmed no delivery at least once every two or three weeks. Customer's blood glucose was 232 mg/dl. Customer was currently in school and will wait until he got home to treat and change infusion set. Troubleshooting was not performed since customer was not present at the time of the call. Root of the cause was not determine, customer's mother agreed to return the infusion set but not the reservoir.